Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6)2013, she developed a skin irritation. The patiet reported the extent of injury as bleeding, bruising, and discharge of a clear substance. The patient contacted her physician regarding treatment of the skin irritation.at the time of the call to dexcom technical support, the patient was in okay condition.